Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has attention deficit hyperactivity disorder (adhd), and, on the third day of using the pump, the customer figured out how to deliver a bolus and unintentionally delivered multiple boluses. Reportedly, the customer plays with the pump, and the customer entered values and confirmed delivery. The customer was not injured; however, it was reported that 5 times over the past two weeks, after the customer delivered a bolus, blood glucose (bg) levels dropped below 70 mg/dl (lowest bg level of 50 mg/dl). To treat bg levels, the customer consumed juice and glucose given by the customer's mother or school nurse. As the customer's health care provider believes that the customer can not be trusted with the pump, the customer is currently using manual injections for diabetes management.